Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced high blood glucose levels of an unknown value; cause was unknown. Reportedly, customer declined to troubleshoot with tandem technical support.